Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue of an pump issue - volume accuracy problem was not determined. The reported issue that there was an pump issue - volume accuracy problem could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from (B)(6) medical device incidents database regarding issues involving no health consequences or impact, insufficient information, infusion or flow problem, volume accuracy problem, inaccurate delivery, insufficient information, testing of actual/suspected device, results pending completion of investigation, conclusion not yet available. There is no information on patient involvement and patient impact.